Event description:
Reported (B)(4) false negative sofia sars result for (B)(4) symptomatic patient. The customer communicated that the result was confirmed positive through pcr testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Data after (B)(6) 2020 was missing. Root cause: cannot duplicate with retains. Source: email.